Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 169 m/dl at the time of the call. The customer also stated that they were at the hospital on (B)(6) 2017 for a low of 22 mg/dl, but they were using manual injections at the time. The customer added that they have a hard time controlling their blood glucose while on injections. The customer was wearing the insulin pump during the previous incident. Troubleshooting was not completed as the customer declined. The customer had 5 strokes while hospitalized. The customer also reported other hospitalizations for highs and lows. The insulin pump will not be returned for analysis.